Manufacturer narrative:
Although the surgeon/site believes that the bleeding occurred due to difficulty identifying the usual planes, it is unclear if the intra-operative complication was related to the alleged vision issues of the 0 degree endoscope. If additional information is obtained, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. No related system errors were found to have occurred during the surgical procedure. Isi has also reviewed the site's complaint history. No related complaints were identified or found. This complaint is being reported due to the following conclusion: the patient experienced 60 mins of haemostasis for 900 milliliters of blood loss in relation to vision issues of the 0 degree endoscope. In addition, an unplanned drain was placed and two floseals were used. Post-operatively, the patient experienced pyrexia. The surgeon/site does not know what caused the patient's pyrexia.

Event description:
It was initially reported that during a da vinci-assisted prostatectomy procedure, the patient experienced 60 mins of haemostasis for 900 milliliters (ml) of blood loss in relation to "bad vision" of the 0 degree endoscope. Per the initial reporter, the surgical staff were concerned that the patient was still bleeding after surgery. In addition, it was noted that there was a "high probability of the patient having to be readmitted into theatre." On 10-mar-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding this event: the procedure was not recorded on video for review. The endoscope was inspected prior to use and no abnormalities were observed. The "bad vision" was further described as: grainy vision, poor resolution, horizontal lines across the screen, and discoloration (very red, less yellow). Regarding the reported blood loss, no particular vessel was injured/bleeding; there was no vessel repair required. The 60 minutes of haemostasis occurred at the end of the procedure, and was a result of bleeding throughout the procedure. There was injury to smaller vessels/capillaries due to difficulty in identifying planes. It was noted that the average blood loss is usually 500 ml; however, for this patient there was 900 ml. The neurovascular bundle step was reported to have "a lot of bleeding." The dorsal vein complex was "ok." The surgeon/site believes that the intra-operative bleeding occurred as it was difficult to identify the usual planes. It took "one hour to take the prostate and an hour to control the bleeding." At the end of the procedure, an unplanned drain was placed and two floseals were used. The patient was not administered a blood transfusion. Post-operatively, the patient experienced pyrexia (fever). The surgeon/site does not know what caused the patient's pyrexia. As the patient had a normal CT scan, the site does not believe the patient experienced a rectal injury or pelvic hematoma. The patient was not re-admitted to the operating room as a result of this issue. However, the patient has been recovering in the hospital for seven days. Additional information regarding this event has been requested. However, no further details have been received as of the date of this report.